Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). Method: visual inspection, manufacturing record review, results - visual inspection ¿ inspection of the returned implants revealed that the heads are loose once they are tried to be clicked on. It was possible to reproduce the complained malfunction but this could also be in relation with the wear marks on the screw heads, presumably caused by numerous trials. Manufacturing record review - a review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. The devices were analyzed for conformance to print specifications and no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question and we are not aware of any similar occurrence regarding these particular lots. Based on these findings, the cause of the failure is not due to any manufacturing non-conformances. All records indicate that the product was manufactured to specifications. Conclusion: a production defect could not be determined and the complaint is deemed indeterminate from a manufacturing position. Finally, we are not able to determine the exact cause of this occurrence.

Event description:
It was reported that the 3d click-x heads are loose. While trying to click them on the bone screws during surgery, they would not assemble correctly. Once the rod and locking cap were placed, the 3d head would pop out of place. The time of intervention was prolonged for about 30 minutes. No further information was provided. This is report 6 of 6 for (B)(4).